Manufacturer narrative:
Section d10: concomitant products lgc femoral ps cem right sz 2 (cat# 02-010-01-0320 / serial# (B)(6)). Lgc tibia rbktray cem cem sz 2f/ 3t (cat# 02-012-43-2030 / serial# b)(6)). Three peg patella 35mm (cat# 200-02-35 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the female patient had second stage revision due to infection. This was planned to treat the infection. All implants were removed. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain x-rays or images. The devices are not available for evaluation as they were disposed by the hospital. .

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d8 h6 the following sections were corrected: b2 d1: brand name corrected. Catalog number, model number, serial number and expiration date updated. G4: 510k unknown due to specific device not being reported h4: manufacture date unknown h6 a review of the sterile certificates and/or the final endotoxins report was performed. All lots were accepted to the requirements. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. Additionally, infection is a known surgical risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.